Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) system delivered inappropriate therapy. This system delivered 43 bursts of anti-tachycardia pacing (atp) and two shocks over 12 declared episodes. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of t wave oversensing on the ventricular channel. The information was provided to the health care professional (hcp). This device remains in service. No additional adverse patient effects were reported.